Event description:
A malfunction alarm occurred with the customer's pump during the loading process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged for a replacement pump, and the customer planned to use multiple daily injections (mdi) as a backup therapy. The customer was guided to put the faulty pump into storage mode and instructed to return it using a pre-paid label.